Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had profound left ventricular clotting with refractory cardiogenic shock. The patient also had incessant ventricular tachycardia (vt). The patient passed on (B)(6) 2022. Log files captured random backup battery faults on (B)(6) 2022 and (B)(6) 2022 that resolved on their own. Intermittent low flow events were seen on (B)(6) 2022 at 18:25. Around 18:31 the low flow events became more frequent and constant with the flow dropping below 1 liter per minute (lpm). By the end of the log file the flow was 0 lpm. The driveline was disconnected at 20:18.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined. The controller event log file contained data from 08:48:05 on (B)(6) 2022 through 11:36:09 on (B)(6) 2022, per the timestamps. Transient low flow fault flags were captured on (B)(6) 2022 when the estimated flow dropped below the low flow threshold of 2.5 lpm. As flow continued to gradually decrease, these faults became more persistent. A total of 12 low flow hazard alarms resulted from the faults, with the longest lasting over 33 minutes in duration. Some of these events also appeared to be associated with elevated pi values. Estimated flow eventually dropped to 0.0 lpm by 20:14:26 on (B)(6) 2022. The black and white power cables were then disconnected from power, followed by the driveline from the system controller. These events appeared to be consistent with the termination of support. Despite the observed events, the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events as well as the pump¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If heartmate 3 lvas, serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU, also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.